Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was unable to open and required maintenance. A field service engineer arrived at the medstation and found that nine cubed pockets in drawer 4.1 were present but not visible in the drawer settings app. The row board cable at the drawer controller printed circuit board was reset and resecured at the trays. The retractor cables and the internal pyxis bus cable were also resecured. Proper operation was verified through the hardware test application self-test. There was no delay in dispensing medications from this unit, as another station was available down the hall. The issue was initially identified through the health site viewer. Medication profile and reminders maintenance was performed. All row board cables, retractor cable connections, and internal pyxis bus cables were resecured. The unit was inspected for loose medications and debris. The drawers were inspected for rail operation and the presence of slide bumpers. Loose drawer fronts were tightened, and the unit was tested for proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 was failed to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.